Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that did not pass calibration procedure for minimum down stream occlusion pressure was not confirmed nor reproduced during product evaluation. The root cause was not identified. Therefore, no repairs were made to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up MDR will be submitted.

Event description:
The facility representative reported a colleague infusion pump that did not pass calibration procedure for minimum down stream occlusion pressure. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump.